Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. In this case, it was reported that the patient was with a heavily calcified annulus anatomy which could have contributed to the under-expansion. Under-expansion of the valve frame is a known potential adverse event per the device IFU (instructions for use). Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. Pvl is a known potential adverse event listed in the device IFU. Hypotension is a known potential adverse effect per the IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. Pericardial effusion does not indicate a potential manufacturing issue. Pericardial effusion is a known effect that can occur after cardiac procedures, but a conclusive cause could not be determined from the limited information available. Cardiac arrest is a known potential adverse effect per the device IFU, and in this case it was reported the patient went into cardiac arrest several hours after the physician chose to explant the valve and it with a non-medtronic surgical valve. Vascular injuries, such as a rupture, and death are known potential adverse patient effects per the device instructions for use (IFU) and may be impacted by many factors including the patient's pre-procedural condition and procedural factors, as well as factors related to the device. There is no conclusive cause linking the valve with the rupture, hypotension, cardiac arrest, and death. Updated data: method, results, and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was discarded by the customer therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the deployment of this transcatheter bioprosthetic valve into a 24.1 millimeter (mm) heavily calcified native annulus, the valve was positioned at a depth of approximately 3 millimeter (mm). An echocardiogram was performed which revealed moderate to severe paravalvular leak (pvl). The valve was slightly constrained due to the heavy calcification. A post-implant balloon aortic valvuloplasty (bav) was performed with a 23mm true balloon. One brief inflation using a indeflater was performed. Moments after the bav, the patient's blood pressure dropped. Another echocardiogram was performed which identified a pericardial effusion. Per the physician, an annular rupture caused by the bav had occurred. The physician performed a sternotomy to explant the transcatheter bioprosthetic valve and implanted a non-medtronic surgical valve. Several hours after the valve implant procedure, the patient went into cardiac arrest and died. Per the physician, the cause of death was a possible retroperitoneal bleed.